Event description:
The customer reported the eli380 device was intermittently not finding wifi connection in the ER and ecgs were falling off of the directory without being manually removed. This event was captured under hillrom complaint ref #: (B)(4).

Manufacturer narrative:
The eli 380 device is indicated for use to acquire, analyze, display, and print electrocardiograms. Device is indicated for use to provide interpretation of the data for consideration by a physician. Device is indicated for use in a clinical setting, by a physician or by trained personnel who are acting on the orders of a licensed physician. It is not intended as a sole means of diagnosis. The interpretations of ECG offered by the device are only significant when used in conjunction with a physician over-read as well as consideration of all other relevant patient data. Device is indicated for use on adult and pediatric populations. The device is not intended to be used as a vital signs physiological monitor. The device was received for repair where it was determined that the antenna had poor signal and the pcba mainboard was corrupted. The hrc technician replaced the main board, antenna band, monitor wiring harness and power button to resolve all reported issues. The initial ECG veritas algorithm results are not intended to replace a trained physician's formal review of the patient's ECG waveform. The device captures and presents data reflecting a patient¿s physiological condition that when reviewed by a trained physician or clinician can be useful in determining a diagnosis; however, the data should not be used as a sole means for determining a patient¿s diagnosis. If the interpretation was missing altogether, it would not impact the treatment of the patient as the clinician would assess the patient based on the real time data and any physiological symptoms and would use his clinical judgment to treat accordingly. Based on the information above, the report of ecgs falling from the directory without being manually removed does not meet the definition of a reportable malfunction that could lead to serious incident if it were to recur. However, if the eli 380 device loses connection to the wireless network, the device is unable to transmit or receive EKG¿s. This failed connection may result in a delay of patient treatment which may cause or contribute to a serious injury or death. Therefore, hillrom is reporting this alleged connection failure as a product malfunction.